Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse performed mix and omix tests on sample 3 probe (s3) and reagent 5 probe (r5) probes and found no issue. The cse proactively replaced s3 mixer, primed and aligned it. The cse ran precision, resulting satisfactory. The cse performed a system check, resulting within acceptable limits. The cse reset the graphic user interface, performed mix, omix and ran qc on glu and mg to ensure server 3 was functioning properly. The cause of the discordant, falsely depressed glu and mg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed glucose (glu) result (patient ID (B)(6)) and a discordant, falsely depressed magnesium (mg) result (patient ID (B)(6)) were obtained on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same dimension vista instrument, resulting higher and matching the patients' histories. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu and mg results.